Event description:
It was reported that the patient implanted with this lead developed an infection at the implant site 11 days post device implant. The patient was prescribed antibiotics and was referred for potential system explant. No additional adverse patient effects were reported. Available information indicates this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).